Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event. The customer was performing a diagnosis procedure. The procedure got completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirm the reported issue. Upon troubleshooting, fse identified that the customer had performed several starts under different conditions coinciding with change of rx and mp tube. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.